Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion issue with the infusion set site. The customer noticed symptoms 3 or more hours after insertion. The customer resolved the issue by changing the soft cannula infusion set and resuming insulin. The site was inserted in the upper buttocks. The customer regularly rotates site locations, and the site area was not impacted in any way. The customer confirmed that the introducer needle was ahead of the cannula prior to insertion. No further information available.